Event description:
The reporter states that he obtained a "hi" (>600 mg/dl) blood glucose result and a 221mg/dl blood glucose result within 10 minutes on the accu-chek advantage system. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.